Event description:
A fire occurred in a sharps disposal container after cautery disposal. The cautery was disposed of correctly per phone conversation with the reporter. The tip was removed per instructions on the cover cap. The cover cap was reapplied and disposed of in a biohazard container. Per fire investigation results: something jarred the cautery causing the device to smolder all weekend. Personnel discovered the smoke alarms had extinguished the fire. There were no injuries. Fire inspectors removed all product involved in the fire.

Manufacturer narrative:
Attempts to obtain additional info and/or the product for inspection from the initial reporter have been unsuccessful as phone calls and e-mails have not been returned.